Event description:
It was reported that during a pinned craniotomy a successful, accurate registration was not achieved after multiple attempts. The surgeon chose to cancel the procedure. No adverse consequences or medical interventions were reported with the event.

Manufacturer narrative:
A review of the device safety instructions (si) noted the following applicable references: (B)(4). Acquisition: follow the instructions for image acquisition in the imaging protocol and in the instructions for use of the image creating device. Import: check the orientation of the patient with respect to the image set. Verify that the orientation labels l (left), r (right), a (anterior), p (posterior), h (head) and f (feet) in the image set are correct.

Event description:
It was reported that during a pinned craniotomy a successful, accurate registration was not achieved after multiple attempts. The surgeon chose to cancel the procedure. No adverse consequences or medical interventions were reported with the event.